Manufacturer narrative:
Concomitant medical products: product ID: 8709sc; serial#: (B)(4); implanted: (B)(6) 2008, product type: catheter. Other relevant device(s) are: product ID: 8709sc, serial/lot #: (B)(4), ubd: 06-may-2010, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was receiving dilaudid at an unknown dose via an implantable pump for non-malignant pain. It was reported that when the pump was first implanted it came lose or was not tied in. The patient stated they got the 1st shot for covid in (B)(6) 2021 and they started throwing up for 3 weeks and their stomach started having convulsions and they wound up in the hospital. This caused the pump to get knocked over and it was hitting a nerve. They let the doctor know in february and saw the managing physician who said it was too soon to know if the nerve pain was due to the pump. They checked the gall bladder and everything else and they were perfectly healthy. In (B)(6) 2021 the doctor moved the pump from the right side to the left and that did not resolve nerve pain issue. Now the problem was the pump  was on the left but it isn't tied in again either. The doctor put the pump too high and when they bend over the pump flips and or goes sideways. When the nurse came to fill the pump on (B)(6) 2022, the pump was full and it should have been almost empty. Out of the 20cc they were expecting to have only 6.3 left but the pump was full. The patient stated they were not feeling any pain relief. In february they started increasing the medication 2x a week but was not getting any pain relief. They had been decreasing the medication all the way back down and they have had no comfort since last october or september. The doctor believed that the catheter maybe was not connected to the pump. On (B)(6) 2022 the doctor was going back in to fix the catheter and were re-tying in the pump. The reason for the call was the patient  was wanting to know if the doctor/nurse can check the pump to see if the pump is working. They had not heard the pump alarming at all. Troubleshooting was not required. The issue was not resolved as troubleshooting is not needed. The patient was redirected to their healthcare provider to further address the issue.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them, because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are, blank because the information is currently, unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received. From the consumer reported, that had surgery on may 6th to fix the catheter issue, that lead to her not getting her medication. Some time, since that surgery, the pump flipped again. The patient stated, that they manually flipped the pump back and that "I am extremely short-waisted". And the pump is up too high, so it flips when she bends over. The patient was questioning, if pumps should be implanted only by neurosurgeons, because she had a much better time with the pump before it was moved across her body. The patient's relevant medical history included, that she has the pump, because she took a bad fall and lost 3 discs. This was the cause of her back pain issues.

Manufacturer narrative:
Continuation of d10: product ID 8780 lot# serial# (B)(6), implanted: (B)(6) 2017, explanted: product type catheter section d information references the main component of the system. Other relevant device(s) are : product ID: 8780 lot# serial# (B)(6), ubd 2019-01-30, UDI# (B)(6). Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received reported that the pump was never replaced due to it not being at eos. The catheter was untangled and a back table prime was performed on the pump. The catheter remains implanted.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the healthcare provider (hcp) via a company representative (rep) indicated the catheter was tangled. The hcp was able to untangle the catheter during surgical intervention and the pump was replaced on (B)(6) 2022. It was identified that the patient had twiddler's syndrome. The issue was resolved at the time of the report. The patient's weight and medical history were asked but were unknown. The patient's status at the time of report was "alive - no injury".